Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one straight non-coring needle was received for evaluation. Functional, gross visual and functional evaluations were performed. The needle was patent to both infusion and aspiration tests performed and no leaks were observed throughout the tests. The investigation is inconclusive for the reported air/gas in device and suction issues as the exact circumstances at the time of the reported event was unknown. A definitive root cause could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 09/2024), g3, h2, h6 (method) h11: h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a port placement procedure, when blood return was confirmed using the non-coring straight needle, air was allegedly aspirated and blood return could not be allegedly confirmed. It was further reported that when the non-coring angle needle was used, blood return could be confirmed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.   H10: (expiry date: 09/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, when blood return was confirmed using the non-coring straight needle, air was allegedly aspirated and blood return could not be allegedly confirmed. It was further reported that when the non-coring angle needle was used, blood return could be confirmed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during a port placement procedure, when blood return was confirmed using the non-coring straight needle, air was allegedly aspirated and blood return could not be allegedly confirmed. It was further reported that when the non-coring angle needle was used, blood return could be confirmed. There was no reported patient injury.